Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2001. The pt has a history of coronary artery bypass graft, partial removal of a lung and stroke. The pt was reported to have returned for follow-up evaluation every six months and is reported not to be a candicate for conventional surgical aneurysm repair. It was reported that migration of the stent graft was detected on an unknown date. A type I endoleak was detected in 2003. The pt's aneurysm was reported to have increased in diameter to 65 mm in diameter. The distal aortic neck diameter was reported to be 26 mm in diameter. A 28 mm diameter x 32 mm diameter talent proximal extension cuff has been requested. No additional sequelae were reported and the pt is reported to be fine.